Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had cracked case near display window corners, on display window, and reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she cannot get it to clear. Customer stated that it could have been incidental. Customer got the first button error 6 months ago and does not remember her blood glucose. Customer got another button error on saturday and her pump has not been working properly since then. Customer's blood glucose this morning was 305 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.